Event description:
It was reported that during an unknown procedure that the device would not hold on the tissue. They used another device to complete the procedure. No patient consequence has been reported. There was no other information available at this time.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. If so, when? Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? Asku. Does the patient have any relevant history of surgical treatments? Asku. The analysis results found that devices (a and b) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, each device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, the devices locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.